Event description:
The customer reported to olympus, an hour and a half after the start of therapeutic thoracoscopic right upper lobectomy, the endoscopic observation image suddenly turned blue. The procedure was completed after switching to another wa50042a. There was no report of delay. There was no health hazard to the patient.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and it was found that the charged coupled device was defective and causing the colored image. Additionally, inspection found the image flickers slightly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective ccd chip assembly (r-unit) and video cable. Olympus will continue to monitor field performance for this device.